Event description:
During a retrograde pyelogram and stent insertion, the ureteral stent was placed over the 0.35 guide wire and inserted into the kidney. When the wire was being removed, the sent split in half. The bottom half of the stent was removed with the wire. The top half of the stent ended up in the bladder and was removed with stent graspers under image guidance. A replacement stent was opened and inserted without incident. The pt did not require any add'l procedures due to this occurrence. No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
UDI #: (B)(4). Event is still under investigation at this time.